Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3531, lot# nlm081999n, product type: external neurostimulator. Product ID: neu_unknown_lead, product type: lead. Product ID: 355018,, lot# w60293, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer underwent an explant procedure due to infection. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Updated: product ID: 3889-28, lot# va1c0ys, product type: lead, ubd: 2020-10-26, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the infection was not determined and none of the devices would be returned.